Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the device was not returned in any original packaging. The distal anchor, distal plug, and proximal anchor were on the insertion device. The distal anchor had one outward split leg of its arch and there were no deficiencies with the other anchors or the insertion device. Bio debris was present. A functional evaluation was performed on the returned device and found that the black proximal knob moved the distal plug and the orange distal knob moved the proximal anchor as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the distal tip material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff surgery the healicoil knotless anchor was loaded with ultratape/ultrabraid as usual. However, during the tensioning of the ultratape, a little crack sound was heard and the ultratape was found to no longer be loaded on the suture anchor. Upon removal of the suture anchor, it was still attached to the implant holder and just pulled out together to be removed, it was found that the tip of the suture anchor has been torn through. The procedure was completed using a back-up device. The back up device was used in the originally drilled bone hole, no void was left in the patient. The instrument size to prepare the insertion site was 3.8mm tapered golden awl and 4.75 healicoil awl. The site was cleared of all debris prior to insertion. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference:(B)(4).